Manufacturer narrative:
A manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the alleged filter limb detachment. Unable to determine the root cause based upon the available information. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 88 months post vena cava filter deployment, filter arm(s) were allegedly discovered to have detached and were located in the left pulmonary artery. This discovery, presumably, resulted in a surgical intervention approximately 89 months later. No further information regarding this event or patient status was provided.

Event description:
It was reported through the litigation process that approximately 88 months post vena cava filter deployment in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached and the filter struts perforated into the organs. Furthermore, it was alleged that there are some detached filter struts that are retained in the patient¿s left lung and resulted in a surgical intervention approximately 89 months later. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard g2 retrievable inferior vena cava filter was deployed in a zero-degree vertical position without difficulty for a patient with left common femoral vein occlusive deep vein thrombosis. Approximately seven years and six months of post deployment, inferior vena cavogram for inferior vena cava filter removal and new filter insertion was performed for filter with known fracture of a single inferior vena cava strut with given history of recent pulmonary embolism which showed catheter was removed and sheath of bard cone retrieval set was advanced over the wire and placed just above the inferior vena cava filter. Initial attempts were made to capture the filter and over-sheath using the cone retrieval device; however, this could not be performed due to significant resistance. Next, the sheath was exchanged for a larger 16 french long vascular sheath. Again, the cone retrieval device was also placed through this sheath and used to capture the head of the inferior vena cava filter, however, the most distal struts could not be over-sheathed. Next, a 12-french vascular sheath was advanced over the wire and positioned just below the inferior vena cava filter. Next, an ensnare was used to capture the wire which was coming from the right neck and was pulled through the sheath. Next, an obturator was advanced through the sheath and attempt was made to push the filter into the jugular sheath. However, this was met with resistance. Next, a snare was used to grab the head of the filter within the 16 french jugular sheath. In combination with forward tension from the femoral sheath, the filter was retrieved, and legs were withdrawn completely into the sheath. The filter was then pulled up to the neck under direct visualization and removed. Next, a repeat inferior vena cavogram was performed documenting no extravasation and location of the renal vein. Therefore, the investigation is confirmed for filter limb detachment and retrieval difficulties. However, the investigation is inconclusive for perforation of inferior vena cava (ivc). Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Per medical records, multiple attempts were made to engage the apex of the filter but were unsuccessful due to filter limb detachment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for limb detachment and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Patient code: 3165, device code: 4001).

Event description:
It was reported that approximately 88 months post vena cava filter deployment, filter arm(s) were allegedly discovered to have detached, one of which was located in the left pulmonary artery. This discovery, presumably, resulted in a surgical intervention approximately 89 months later. No further information regarding this event or patient status was provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached and the filter struts perforated into the organs. Furthermore, it was alleged that there are some detached filter struts that are retained in the patient¿s left lung. The device was removed percutaneously. The current status of the patient is unknown.